Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the chair took off and then pinned her between a brick wall and chair.

Manufacturer narrative:
On 10/25/2025, tech replaced joystick and batteries and did a full evaluation of the unit and the unit is working properly. Parts never received back for evaluation.

Event description:
Consumer alleges the chair took off and then pinned her between a brick wall and chair.